Event description:
It was reported that the device stopped operating unexpectedly and powered off without generating any alarms. According to the information provided, there was no patient harm associated with the event. At this time, the allegation cannot be confirmed as the device has not yet been returned or evaluated by the manufacturer. A follow-up report will be submitted once the device evaluation is completed and additional information is available.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that the device stopped operating unexpectedly and powered off without generating any alarms. According to the information provided, there was no patient harm associated with the event. However, upon checking the event log, there was no history of errors indicating abnormalities of the device or suspicious behavior, however, the history of that the device was turned off by the operating of the user during the time of the issue was recorded.. Since all items came to pass in a long-term running test and performance test with an exclusive test device, it is determined that the reported issue was caused by the operating of the use, not abnormalities of the device. Therefore, this event is not reportable.